Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: jds. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: jds complainant part is not expected to be returned for manufacturer review/investigation. Part: 03.043.029 lot: 2024222 manufacturing site: werk selzach supplier: createc gmbh & co. Kg release to warehouse date: (B)(6) 2021 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. The photo was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that both latches on the top of aim-arm radioluc, p/n: 03.043.029, were broken. The broken fragments were not visible in the provided evidence. No other problems identified. During the analysis of the complaints two subcategories of the aiming arm latch failure were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting from manufacturing issues not leading to complete bond between the carbon layers. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for aim-arm radioluc, p/n: 03.043.029. Relevant actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in the united kingdom as follows: it was reported that on (B)(6) 2023, the hooks on both sides of the instrument broke off upon impacting the nail. The operation was continued, but the device technically was not fully secured. No further information is available. This report involves one aiming arm/ radiolucent. This is report 1 of 1 for (B)(4).